Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained for one patient sample when processed on an atellica im 1300 analyzer. Quality control (qc) recovered within the laboratory established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit, tightened fitting found loose on aspirate probe 1, cleaned dirty ionizer fans, cleaned bottom of wash blocks, cleaned reagent probes, adjusted vacuum to within specification. The cse verified proper system function and qc, which recovered acceptably. Siemens further evaluated the event and determined that issues with the aspirate probe and wash blocks could result in residual fluid remaining in the cuvettes at the wash station, which may lead to elevated and/or spurious relative light unit (rlu) counts, potentially causing an elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained for one patient sample when processed on an atellica im 1300 analyzer (s/n: (B)(6). The initial elevated result was reported to the physician and was questioned. The same sample was reprocessed on an alternate atellica im analyzer and obtained a lower result. The lower result was considered correct since it matched the clinical history of the patient and was issued on the corrected report to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih result.